Event description:
The sales representative reported that the device fell apart during testing prior to a procedure.  There was no patient involvement, no delay, no medical intervention, and no adverse consequences.